Event description:
New information received notes that the pacemaker and right ventricular (rv) lead were experiencing recurrence intermittent capture. The pacemaker and rv lead were explanted and replaced. The patient's condition was stable.

Manufacturer narrative:
The reported event of intermittent capture, far r oversensing and mode switch were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification, sensitivity test, cross talk noise test, and inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported events. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2023-04939. Related manufacturer reference number: 2017865-2023-04941. It was reported that the patient's pacemaker and the right ventricular (rv) lead were experiencing intermittent capture, while the pacemaker and the right atrial (ra) lead were experiencing far r oversensing leading to inappropriate automatic mode switch (ams) episodes and pacing inhibition. Programming changes were made on the pacemaker, rv lead and ra lead. The patient's condition was stable.